Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: communication failure caused by a faulty cable. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found lines were created within the image due to faulty cable. Additionally, the connector tip was damaged and there was grinding noise on the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head was creating some lines when it went to video. The issue was found during a therapeutic procedure. There were no reports of patient harm.